Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed due to the cuff eroded. All components were removed and replaced. The patient fully recovered.

Manufacturer narrative:
Date of event: the exact event date is unknown the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.